Event description:
The patient reported that their heart rate fell below the programmed lower rate for a few minutes and then returned to the programmed rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).